Event description:
It was reported by the rep that during a laparoscopic gastric bypass the stapler fired and only laid down staples on one side of the knife. Replaced with new stapler and reload to fire another cut on jejunum to correct problem.